Event description:
No blood glucose levels reported. It was reported that the vibrator feature of the insulin pump was not working. It was also reported that the display window of the insulin pump had scratches. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no unexpected vibration anomaly noted during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).